Event description:
Asr litigation records received. Litigation record alleges severe pain and discomfort in plaintiff¿s hip. Doi: (B)(6) 2007. Dor: (B)(6) 2019. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received and stated the following: the patient was revised to address failed left tha, chronic hip pain, and elevated metal ions. Operative note reported extensive metalosis, and grossly loose acetabular component. Rim intact, large grade 2c defect in terms of rim, but extensive bone loss medially from 7 o'clock to 12 o'clock with exposed soft tissue. Extension posterior inferior and superiorly 3 and 4 cm. X-ray revealed osteolysis, malposition acetabular component. Debrided all nonviable tissue and infected synovium. There was extensive metalosis and corrosion. Medial aspect of the quadralateral plate was missing and augmented with 2 zimmer tm disk augments with the goal to re-establish a medial wall. After a review of the medical records, the orthopaedics clinic note particularly the imaging results, plain films of the left hip show that he has intact left total hip replacement without any evidence of loosening, however, there is some heterotropic ossification formation. There were some metal debris in his leg from the gunshot wound and not from any sort of bead shedding due to the fact that they were present in prior films.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Update 1-feb-2023. Update received on 27-jan-2023 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.